Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n332288, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The ¿call you doctor¿ icon displayed. The antenna locate feature was performed for locating the proper spot to charge the ins, following this a warning power on reset (por) displayed. The patient has not charged the ins for over 4 months or used/felt stimulation for 4 months. She was going on vacation which requires a 7hr car ride and that was why she wanted to turn the stimulation back on. Additional information has been requested.